Manufacturer narrative:
Lot number provided was invalid. (B)(6). An evaluation was performed on the returned product and could confirm the customer complaint for a broken blade. Testing was conducted for blade strength. The average break force was 9.715 lbs under compression and 6.13 lbs for deflection. This is much higher than the actual forces seen during the surgery study. After the evaluation the root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
The beaver blade broke during surgery and it was difficult to remove the piece. The piece was ultimately removed from the patient. The procedure was completed normally with a back-up device. A delay of forty-five minutes and no patient injury were reported.